Event description:
It was reported, that the patient presented for a routine follow up in clinic. It was noted, that the patient's surgical wound would not heal completely. The implantable cardiac monitor (icm) was explanted. The patient was stable before, throughout and after the procedure.